Manufacturer narrative:
The device has been returned to the factory and is being evaluated. A supplemental report will be submitted when the evaluation is completed. Complaint record ID # (B)(4).

Event description:
It was reported that during intra-aortic balloon (iab) therapy, the console indicated that there was a fiber optic sensor failure and the pressure indices were not being displayed. The customer attempted to reconnect and recalibrate without success. The console was pumping with the electrocardiogram (ECG) and in ECG trigger. The customer was then advised to use the central lumen as an alternate arterial line. The customer did not have a flush device connected. They were then advised that the device instructions for use recommends a continuous flush to maintain patency of the inner lumen. The customer stated that they will not obtain an alternate arterial line and removed the iab. There was no patient harm or adverse event reported.

Manufacturer narrative:
The product was returned with the membrane completely unfolded with blood on the exterior of the catheter. A catheter tubing and inner lumen kink was observed at approximately 76.2cm from the iab tip. Additionally, further visual examination of the product detected that the optical fiber was broken at approximately 20.57cm from the iab tip. An underwater leak test of the balloon, catheter tubing, y-fitting, extracorporeal and extender tubing was performed and no leaks were detected. The optical fiber was found to be broken, confirming the reported problem. However, we are unable to determine when this may have occurred. We are unable to duplicate the clinical settings. A non-conforming material report review was completed for the reported product. No nonconformances were found that are considered to be related to the event. Analysis of production (3331/213) - the device history records review concluded that there were no ncmrs, rework, or deviations documented for the reported lot/serial number. Based on the review results, it was determined that there is no relation between the manufacturing process and the reported failure. Historical data analysis (4109/213) - the review of the historical data was performed. Trend analysis (4110/213) - the overall complaint trend data for the period jul-2019 through jun-2021 was reviewed. Communication/interviews: (4111/213) communication/interviews were performed to obtain all possible information. Reference complaint #(B)(4).